Event description:
A malfunction was reported by the customer, who had not used the device for a few days due to needing infusion sets. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided instructions to reset the pump, which resolved the issue since the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue reappears, and the customer understood these instructions.